Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). During office consultation, the physician tried to activate the pump and it was not possible, therefore, a surgery was decided. Upon revision, it was found that the pump was broken. The pump was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of inflation anomalies and hole/perforated. A leak caused by a hole in the pump strain relief kink resistant tubing (krt) junction and an anomaly in the pump during the inflation test are the most probable cause of the reported clinical observations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, leak tested, and functionally tested. It was found a fluid leak due to a hole in the pump strain relief krt junction. Also, the pump did not inflate during the inflation test. This hole and inflation anomaly could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation anomalies with this inflatable penile prosthesis (ipp). During office consultation, the physician tried to activate the pump and it was not possible, therefore, a surgery was decided. Upon revision, it was found that the pump was broken. The pump was removed and replaced with a new one. There were no patient complications.